Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 7496-51 serial(B)(4) implanted: (B)(6)1994 product type extension product ID 3986 serial(B)(6) implanted: (B)(6)1994 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the extension had a flat connector and wanted to know if there was an option to replace it. It was reviewed that since the extension was suspected to be a problem both the lead and extension needed to be replaced. It was noted that the revision was to occur on (B)(6)2017 but in light of the patient needing a new lead the revision may not occur.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 7496-51 serial(B)(4) implanted: (B)(6)1994 explanted: ( B)(6)2017 product type extension product ID 3986 serial(B)(4) implanted: (B)(6)1994 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6)2017 reporting that an entirely new lead and extension were done as replacement because it appeared cut on the MRI/x-ray. It was reported that the issue resolved. Patient weight at the time of the event was not known. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3986, serial# (B)(4) implanted: (B)(6) 1994, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-01-27 reporting that after speaking to technical support they determined that due to the high impedances the leads were deteriorating. With the help of technical services, the manufacturer representative figured out the best electrodes to use in order to give the patient some relief from their pain. It was reported that the high impedances could be due to the age of the leads. Programming around the electrodes with high impedances was performed. The patient was getting some therapeutic benefit with the current programming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported on (B)(6) 2017 that the caller wanted programming assistance to maximize the patient¿s implant battery longevity. The caller was using the case and all electrodes as negative. The longevity calculations were done based on 10.3 volts, 60 hz, 450 usec and 598 ohms and gave eri in < 3 months and eos at 3.19 months. The caller reported that the patient had to turn stimulation high to feel stimulation in shoulders and upper back, but nothing in the arms. It was reported that the patient used to feel stimulation "everywhere", even down to the legs. Impedance check today showed: 0 had 602 ohms, 1 had 4225 ohms, 2 had 9043 ohms, and 3 had 3903 ohms. At the surgery, impedance was: 695, 1100, 1200 and 6700 ohms, based on the manufacturer representative¿s memory but they were not sure. The manufacturer representative was at the surgery when they noticed the high impedances. They were not able to interrogate the patient¿s implant due to battery depletion that had occurred prior to the revision so the impedances prior to the revision were not known. It was reviewed with the caller to use fewer electrodes and to lower the rate if possible to allow for longer battery life. If the programming did not allow therapeutic benefit then the health care professional (hcp) may need to revise it. The caller reported that they did not have x-rays to compare in order to see if the leads had moved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3986, serial# (B)(4), implanted: (B)(6) 1994, product type: lead.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient wasn't feeling anything, even after turning up the stimulation. It was noted that none of the impedances were above 10,000 ohms, but one was at 601 ohms and some were around 8000 or 9000 ohms. It was reported that the patient was able to feel a little something when they programmed c+ 0-, but that combination had an impedance of only 611 ohms. The patient and manufacturer representative planned on reprogramming the ins and would consider a lead revision if that did not fix the issue. No further complications are anticipated.